Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction in section h6.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The cause of the reported event for failure to insert the stylet was due to an over torqued inner coil at the connector region. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the lead was implanted, dislodgement was observed. No r-wave and no pacing at high amplitude and maximum pulse width was noted. The physician performed another procedure. During the procedure when the physician was positioning the lead in rv apex there was some problem with lead and stylet didn't go inside the lead after few attempts and the lead was replaced. The patient was stable.